Event description:
A peritoneal dialysis (pd) pt reported during fill three of five that she was receiving fill complications and was unable to continue treatment. She called for technical support. During the call, she was asked to check her pt connection and pushed in the blue pin when she noticed a leak from her pt connection. Technical support advised her to discontinue treatment and call her pd nurse. The set was discarded. During a f/u on (B)(6) 2014, the pt stated that she did not experience any infection and her effluent was clear. Antibiotics were not administered. During an add'l f/u with her pd nurse on (B)(6) 2014, the nurse reported no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.